Event description:
It was reported that after having good effect during the trial, all effect on therapy disappeared after implantation of the implantable neurostimulator (ins). It was determined the tined lead had been cut close to the ins. It was unknown what caused this, but it was ¿probably¿ cut by the surgeon during the procedure to implant the ins. The lead was removed and a new lead was placed on the opposite side of the patient. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).